Event description:
The patient reported that a pod cannula did not properly insert into their skin, resulting in irritation that progressed into what was described as an infection at the pod's insertion site (leg) while wearing the pod for approximately 48 hours. The patient described symptoms at the site including pain, swelling, redness, and a hardened lump with purulent drainage. The patient sought medical attention at (B)(6) medical centre the surgery sometime in (B)(6) 2026, although they were unable to recall the exact date. The appointment reportedly lasted approximately 15 minutes, during which the doctor indicated that the site appeared to be infected but did not provide a specific diagnosis. The patient was prescribed oral antibiotics (flucloxacillin 500 mg) to be taken four times daily for four to five days and confirmed that a new pod was applied. The patient also stated that the pod involved in this event was no longer available for return.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to customer's infusion site infection. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available. Omnipod software app version: data not available. Operating system: data not available. Hardware: data not available. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.